Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. It was reported that the patient passed away around 09:45pm. The patient's death was cardiac related and the patient was wearing the lifevest. It was reported that the patient was sitting in his car and unconscious at the time the lifevest began to alarm. Ems was called and CPR was initiated upon arrival. Review of the download data indicates that the patient experienced an inappropriate treatment event consisting of one shock. An arrhythmia was detected at 21:29:43 on (B)(6) 2017. The ECG recording shows the patient was in asystole. Gel was deployed by the lifevest and the inappropriate treatment shock was delivered at 21:30:18. The post-shock rhythm was asystole. Oversensing of low-amplitude cardiac input signal contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. It is unknown who was pressing the response buttons. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm (asystole) prior to the inappropriate treatment shock.